Event description:
It was reported that the customer had a defective bard tray. They attempted straight catherization of patient, no urine came out despite checking the catheter was inserted correctly. When they checked the tip of the catheter when it was pulled out, it had no holes for the urine to flow through.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had a defective bard tray. They attempted straight catherization of patient, no urine came out despite checking the catheter was inserted correctly. When they checked the tip of the catheter when it was pulled out, it had no holes for the urine to flow through.